Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscus repair procedure, using ultra fast-fix ab assembly - curved the t1 and t2 were deployed at the same time. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.

Manufacturer narrative:
Internal complaint reference (B)(4). Part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals the device is without anchors and suture. The image also confirms the batch number and product number. A visual inspection revealed the device was returned outside of original packaging. The actuator had been fully actuated. The anchors and suture were not returned with the device. No physical damage visible to device. A functional evaluation revealed the actuator and deployment needle function as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.